Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a calibration error message. The customer was able to calibrate the continuous glucose monitor successfully. However, the customer's blood glucose (bg) decreased to 51 (mg/dl) due to the basal software being unable to suspend. Food was consumed to treat bg.